Event description:
Customer reported that during the pause checks the ventilator started smoke. Ventilator was swapped out and removed from the room. The ventilator was taken to the bio-med department.